Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node and myopotential noise resulting in multiple episodes with a delivered inappropriate shock. The device was subsequently reprogrammed from the primary to the secondary vector with two times gain. This system was replaced with a transvenous system. This electrode was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did identify that there was a crack in the lumen, however no electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node and myopotential noise resulting in multiple episodes with a delivered inappropriate shock. The device was subsequently reprogrammed from the primary to the secondary vector with two times gain. This system was replaced with a transvenous system and the s-ICD system will be explanted at a future date. No additional adverse patient effects were reported.